Event description:
The patient reportedly experienced bleeding at her implant site. The implant surgeon prescribed a topical ointment (type unknown) and recommended the use of gauze under the external headpiece. The patient reported pain and soreness at the implant site. Advanced bionics is in the process of gathering more information regarding this issue.